Event description:
Invalid result (s). The user reported that they tested with two flowflex kits with the same lot number, both of which were purchased from the same walgreens in st. Louis, mo, and both kits produced invalid results in which the test line was present, but there was no control line. The user appeared to have performed the test procedure correctly.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020177 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.